Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole, specified as a ¿slit¿ from the patient line of the homechoice cassette which resulted in leak. This was observed during use of peritoneal dialysis therapy. Subsequently, the patient experienced hazy effluent, abdominal and shoulder pain. The cause of the events was not reported. The following day, the patient presented to the pd clinic and was treated with vancomycin (1gm) and fortaz (1gm) for four days. The patient was not hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.